Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 assay ver. 2 on a cobas 8000 e 801 module. The sample initially resulted in a troponin t value of 27.5 ng/l and this value was reported outside of the laboratory to the physician. The physician questioned the result since it did not fit with the patient's clinical picture. The sample was repeated on a second analyzer, resulting in a value of 7.12 ng/l. The sample was also repeated on the complained analyzer, resulting in a value of 6.66 ng/l. The repeat value was deemed correct. The troponin t reagent lot number was 64100401, with an expiration date of 31-jan-2023.

Manufacturer narrative:
There were no alarms on the last calibration performed on 25-jul-2022. The signals were slightly higher than expected, but did not affect calibration performance. Controls recovered within range. There was no indication of a reagent or instrument performance issue. Required rack adapters for 13 mm. Diameter tubes were not in use at the time of the event. The tube diameter used by the customer is not known. Upon review of the alarm trace, a short system reagent alarm occurred on the day of the event. The field service engineer determined the issue may be related to an off center tube in the rack. The sample and reagent flow paths were checked. Probe alignments were checked. Camera images of the sample were checked and there were no bubbles in the sample. Calibration and controls recovered within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.